Event description:
It was reported the pt's aneurysm increased in size with no indication of an endoleak, 5 years post-operatively. Subsequent diagnosis in 9/2005 revealed a type 1 endoleak that was treated with a cuff being placed above the graft and sutured. The pt was doing fine post-operative.